Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
While troubleshooting for a check lines and bags alarm, a technical service representative (tsr) discovered that a heater bag had become disconnected during therapy. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.